Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed of not enough blood. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) (year not specified) at 7pm. The patient's diabetes management is not known and it is not specified what action, if any, the patient took in response to the reported meter issue. The patient denied developing any symptoms as a result to the alleged issue. The patient also denied receiving any medical intervention/treatment after the alleged issue began. During troubleshooting, the csr noted that the patient did not have test strips available. The alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because, the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 10/18/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.